Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: cf-q150l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-q150l/I reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to damage on charged couple device unit, the image has black dots, connecting tube has buckling, low angulation and free play due to deformation, universal cord has a scratch, bending section cover is detached, due to wear of angle wire, bending angle in up direction does not meet the standard value. In addition, due to wear of angle wire, the play of right/left knob is out of the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to wear of angle wire, bending angle in left direction does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, probe cover has a scratch. Finally, control unit has a scratch, due to wear of angle wire, the play of up/down knob is out of the standard value, grip has a scratch, the investigation is ongoing. . A supplemental report will be submitted upon completion of the investigation.